Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a meal bolus for 20 grams of carbohydrates resulting in a 2-unit bolus being calculated, at that time the customer¿s blood glucose (bg) level was 205-206 mg/dl. After customer entered the values for the meal bolus, it was reported that the pump delivered a 20-unit bolus without user interaction resulting in a low bg of 43-44 mg/dl. Customer was hospitalized and treated with a sugar drop to stabilize the customer¿s bg. Customer continued to use the insulin pump throughout the night and no additional issues were encountered. Customer was released from the hospital a couple hours later with the issue resolved.